Event description:
It was reported that the patient was treated for an infection in the area behind the ear. Additionally, it was reported that the lead/extension was "pushing" its way out of the patient's body. An erosion was reported. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-07541.

Manufacturer narrative:
(B)(4).